Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 209, 236, 271, 273 and 258 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 209mg/dl date: (B)(6) 2017 time:02:34pm fasting, result 2 : 236mg/dl date: (B)(6) 2017 time:02:36ppm fasting, result 3 : 271mg/dl date: (B)(6) 2017 time:12:28pm fasting, result 4 : 273mg/dl date: (B)(6) 2017 time:12:17pm fasting, result 5 : 258mg/dl date: (B)(6) 2017 time: 07:34amfasting.